Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation was completed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. This complaint is an ancillary service event. The increased intra peritoneal volume (iipv) event was verified through an event history log review. The cause was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This occurred during the therapy initiated on (B)(6) 2014 at 03:07:16. During night drain cycle three, the patient's ultrafiltration reading was 1668ml, indicating the patient drained 1668ml more than their maximum programmed fill volume of 2400ml. No additional information is available.